Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient was seen in clinic on the (B)(6) 2016, and stated that the alarm volume on his controller with low priority alarms did not seem as loud as it had previously been. The vad coordinator assessed alarm volume of the low priority alarms and determined that the volume was notably lower than normal. A decision was made for a controller exchange. The patient was changed to a new controller. The patient tolerated the exchange well with no symptoms reported.

Manufacturer narrative:
Removed implant date. This peripheral device is not implantable. The reported event of low sound was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The device failed visual inspection due to a foreign label that was obstructing the gore-tex membrane. The gore-tex membrane, which allows air to penetrate the controller but not fluid ingress, enables equalization of pressure and ensures proper loudness of all alarms. This obstruction prevents the speaker from moving sufficiently to produce the required loudness. Opening and closing the controller case returned the volume of high priority alarms to specification limits. The most likely root cause of the reported event can be attributed to a foreign label which obstructed the gore-tex membrane. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.